Event description:
In 1998 a medtronic ave aneurx bifurcated stent graft of unknown size was selected for treatment of an abdominal aortic aneurysm. Preoperative evaluation of the aneurysm revealed an angulated aneurysm neck. Routine follow up assessment excluded the presence of endoleak and migration of the stent graft. However, in 1999 the pt presented to the emergency room with abdominal pain and hypovolemia. Pt emergently underwent surgical repair of an acute aneurysm rupture and expired during surgical procedure. The device was not returned for investigation. Add'l info has been requested from the facility.

Event description:
Further investigation revealed a bifurcated stent graft 24mm x 14mm diameter x 16.5cm length, a 16mm iliac leg stent graft, and a 16mm iliac extension graft were inserted in a 69 year old gentleman with a history of smoking, hypertension, and cardiac arrhythmia's. Pre-operative CT evaluation of the aneurysm revealed a 13mm proximal neck length, 21mm in diameter with a 60 degree angulation with calcification. 1/19/99 the pt developed severe right lower abdominal pain. A CT scan was performed and revealed a proximal endoleak and retroperitoneal hematoma from a rupture. Surgical conversion was performed without complications. The physician stated that the explanted device showed no abnormalities or structural defects. Due to acute cardiac failure, from which the pt never recovered, the pt died. The physician stated that the neck length of the aorta was overestimated and the angle of the aorta underestimated. Therefore, the proximal neck enlarged and the graft migrated distally which resulted in a proximal leak and eventually leading to the rupture. It was noted on the explant report from the physician that the endograft was a 24x24x13.5 when in fact the device was a 24x14x16.5.